Event description:
It was reported that stent dislodgement occurred. A 2.50 x 28mm synergy drug-eluting stent was selected for used; however; the stent was no longer mounted onto the catheter when the stylet was removed. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.50 x 28mm stent delivery system was returned for analysis in 2 sections with the mandrel and stent protector attached, the mandrel was kinked at the port bond site. Mandrel pigtail cut to allow removal of stent protector and visual examination of stent. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. No damage to the balloon was noted. Crimp stent markings were visible on the exposed balloon wall without any signs of positive pressure applied to balloon. The balloon wings were tightly wrapped and folded. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found a break 118.7cm distal to the distal end of strain relief at the port bond and damage to the port bond site with a tear in the plymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 28mm synergy drug-eluting stent was selected for used; however; the stent was no longer mounted onto the catheter when the stylet was removed. The procedure was completed with another of the same device and no patient complications were reported. Previously, it was reported that the stent was dislodged. Now, it is reported that stent damage occurred.